Event description:
A report was received that the pt's ipg was depleting fast. The pt went through troubleshooting and the ipg was able to reach a fully charged double beep, but the ipg could not hold the charge. Further analysis by a bsn employee determined that the ipg was malfunctioning. An ipg replacement was recommended.